Event description:
It was reported that the patient presented for an implant procedure of the left ventricular lead. During the procedure, it was noted that the lead dislodged, confirmed by fluoroscopy. The procedure was completed successfully with a replacement lead. The patient was in stable condition.